Event description:
It was reported that the patient received an inappropriate shock due to the intrinsic rate exceeding the maximum tracking rate. There was oversensing and the rate was double counted. Technical services advised re-programming the maximum tracking rate. There were no adverse patient effects. The system remains implanted.